Event description:
Knee revision surgery performed due to wear of tibial plateau components's u.h.m.w.p.e.

Manufacturer narrative:
H3, h6 - a review of production batch records for lot 3g47 found processing to have met specification requirements. No additional investigation is planned.